Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed that the right atrial lead was failing to capture. The patient claimed she "fell a while ago." No intervention was performed at the time.